Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/29/2015 with the following findings: the pump was returned for investigation. The battery compartment was found to be cracked alongside. The text on the display also had a red hue. The returned battery cap used for testing.

Event description:
The pump was returned for investigation. The battery compartment was found to be cracked alongside. The text on the display also had a red hue. The returned battery cap used for testing. This report is made based on results of investigation completed on 09/29/2015.